Manufacturer narrative:
Complaint number (B)(4). The device was not returned for evaluation, however, the device history record was reviewed and no non-conformance or reworks were noted during the manufacturing process that relate to the reported issue. Device implanted.

Event description:
It was reported that during an mis thoracotomy case, the surgeon couldn't free the delivery device from the clip as it appeared that the suture was fixed to the deployment device. The surgeon had to cut the suture off. The clip was implanted and the case was completed. There was not patient consequence.